Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas stating the pump stopped due to an auto off issue. The patient reportedly did not understand why the pump stopped. The distributer reviewed the pump¿s settings with the patient; the auto-off was enabled and set for 12 hours. The patient reportedly took the last bolus at 10pm on the night of 11/23/2014. The pump's alarm history reportedly indicated that the auto-off was set to be activated on the morning of 11/24/204 at 7:30am. The bolus history reportedly revealed that the last bolus taken was on the night of 11/23/2014 at 10:13am, allegedly 11 hours and 15 minutes prematurely. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the auto-off was set to 12 hours. A review of the black box revealed a ¿call service (cs)150¿ auto off alarm 12 hours post a 3.5 unit bolus delivery on 11/01/2014. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the auto-off was set to 1 hour; the pump alarmed a ¿cs150¿ after 1 hour; the pump performed within specification. There was no damage found to the keypad cover and the keypad buttons were found to be responsive to user input. The reported ¿history/settings issue¿ was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.